Event description:
During an in-clinic follow-up, the device was found to be in back-up (bvvi) mode. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.